Manufacturer narrative:
Corrected data: in further review of the file, it was noted that the initial MDR section g3 had the incorrect date received by manufacture (20-nov-2021). The correct date is 19-nov-2021. The email was sent on 19-nov-2021 (pacific standard time), but the received date reflected current local time in india as 20-nov-2021. Therefore, it is captured in this supplemental report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was implanted into the patient's ocular dexter (right eye). Patient complained that his eye has deteriorated since his surgery 4 months ago. He has gone back to the doctor and was told there is nothing wrong. His eye is worse than it¿s ever been; it was not as bad as before the procedure. His eye feels like it has pressure in it, she did an astigmatism and she stretched the eye, and it feels like there is something in there all the time. He has heard good things about the lens, and he¿s not saying the lens is the issue, but he has not got full effect like he was told he would. He paid $3500 to upgrade the lens and it¿s ruined his eye, his eye is shot. The patient is upset, because his doctor has not seen him in over three (03) weeks when she knows he having problems with his eye. He is scheduled to see a specialist (B)(6) 2022. There is a film, on the back side of the sac and the doctor does not know what to do with it; she does not know if she should laser it, or if the lens was the correct lens for his eye. From the first day of surgery, he did not get good results. He went to get a second opinion and the doctor said he saw 3 things wrong, but he told him to go back to his original doctor because he does not want to touch it. Through follow-up, the patient also reported complaints of watery eye, eye feels swollen, but eye does not look swollen, and there is pain traveling down face and now his upper teeth are starting to hurt. No further information is available.

Manufacturer narrative:
Additional information: age and date of birth, patient weight, and ethnicity and race: unknown as information was not provided. Date of event: unknown as information was not provided but the best estimate date is (B)(6) 2021. Brand name: unknown as information was not provided. Model number: unknown, as product serial number was not provided. Catalog number: a complete catalog number is unknown, as product serial number was not provided. Device serial number: unknown as information was not provided. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI number is unknown as product serial number was not provided. Date implanted: unknown as information was not provided but the best estimate date is (B)(6)2021. Date explanted: not applicable as the iol remains implanted. Device serial number is not available and the iol remains implanted; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch report will be filed. Device manufacture date : unknown as product serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.